Event description:
On (B)(6) 2013, the lay user/reporter in (B)(6), the patient¿s father, contacted lifescan to report the onetouch verio iq meter was giving inaccurate readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the reporter to obtain and verify information. The patient¿s father reported that the patient obtained blood glucose readings on the reported meter that were higher than the patient¿s target value of 150 mg/dl: (B)(6) 2013 7:00 am, 137 mg/dl and 150 mg/dl; (B)(6) 2013, 4:00 pm 124 mg/dl and 134 mg/dl; (B)(6) 2013, 90 mg/dl and 113 mg/dl; (B)(6) 2013 12:30 pm, 116 mg/dl and 151 mg/dl; (B)(6) 2013 4:00 pm, 107 mg/dl and 122 mg/dl. At the times when the patient¿s blood glucose level is elevated, she experiences the symptoms of anger, screaming and crying, usually after a meal. The patient has not been diagnoses diabetic, and the hcp is reportedly investigating a diagnosis of autism. The patient took no actions due to the meter readings. As the patient has not been diagnosed, she does not take any medications for diabetes. The patient¿s parents have modified her diet excluding ¿vegetable sugars¿. The reporter noted he had taken the patient to the hospital three or four times since (B)(6) 2013 as a walk-in patient; he was unable to provide any blood glucose readings as tested in the hospital. The patient received no treatment except for water to drink. The reporter confirmed he was not yet seeking any medical compensation, as the patient does not have a diagnosis. The patient did not suffer an adverse event due to the reported meter. The patient¿s blood glucose levels and symptoms were not indicative of severe injury, she took no actions based on the meter readings, no hcp results were provided, and the patient received no treatment. However, as one pair of test results given fell outside expected values for precision testing, this complaint is being reported.